Event description:
It was reported that the patient was found down in her home and is currently in the unit intubated with a hypoxic brain injury. The patient's family does not have a clear picture of what happened the night before. The patient was at a friend's house and slept on the couch. It looked like the batteries depleted and the patient's pump shut off. Upon review of the patient's log file, the pump stops began at 6:36 on (B)(6) 2021. The patient's external batteries and backup battery drained completely. These events were preceded by several low power advisories indicating that the batteries were running low. The pump appears to have been off for about 2 minutes before one of the batteries was replaced. Once power was restored the pump returned to operating at the set speed. It appears that the patient was sleeping on batteries. The patient passed away on (B)(6) 2021 due to battery depletion. Related manufacturer reference number:2916596-2021-00600.

Manufacturer narrative:
Manufacturer's investigation conclusion: system controller, serial: (B)(6), was returned following the reported event of a pump stop due to full battery depletion. A review of the log files spanned approximately 6 days (on (B)(6) 2021 per time stamp). On (B)(6) 2021 at 06:36 the pump appeared to struggle to maintain the set speed, resulting in a pump stop while the patient was supported by batteries. This pump stop event had corresponding low speed hazard and low flow hazard alarms. This was due to full battery depletion. Once all power was lost the controller clock reset. The clock was fixed on (B)(6) 2021 at 10:34 when the controller was reconnected to power. These events are captured under the pump investigation in MFR#: 2916596-2021-00600. No notable alarms were active in the log file. The system controller was physically unremarkable. The controller was functionally tested and found to operate as intended during analysis. It was able to support pump function for an extended period of time. No atypical alarms were produced during testing. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including speed drops and pump stops. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.